Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. Dhrs for the libre sensor and libre sensor kits and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a lo (less than 40mg/dl) when scanning the adc freestyle libre. After troubleshooting further, the customer reported the possibility the sensor was pullout. On (B)(6) 2020, the customer self-treated the lo scan with "juice and tbsp sugar" and experienced symptoms of fatigue. Hcp contact was made and a blood glucose of "29" was obtained on the hcp meter and the customer was treated with IV fluids containing potassium and 10 unit s of novolog rapid insulin. There was no report of death or permanent injury associated with this event.